Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead pacing impedance had decreased to a low level, possibly due to an insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.